Event description:
The customer reported that the device stopped working during the case. There was no pt injury. The device was returned to covidien and visual inspection noticed that half of the clear insulation had been detached from the device. The customer confirmed that nothing fell into the pt cavity. Also, the webbing was protruding from the hinge area.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.